Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-sep-2025 the user's regional clinical trainer (rct) reported that during the user¿s training session on (B)(6) 2025, the user encountered a faulty connector that would not twist or lock into place on the ilet. The user replaced the connector with a new one from another lot, which functioned correctly and allowed the supply setup to complete. The agent contacted the user's wife, who confirmed the issue and provided the connector lot number and shipping address. A goodwill shipment of replacement supplies was arranged to ensure continued access. No blood glucose impact, symptoms, or interruptions to therapy occurred.